Event description:
According to the available information, the altis device was placed; however, after traction, the attached anchor detached from the membrane. A new device was successfully used to complete the procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. There were no nonconforming reports confirmed in veeva to be associated. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.